Event description:
Clinical study it was reported that during a coronary artery stenting procedure, balloon withdrawal resistance and slow deflation occured. The lesion being treated was located in a 4.0mm, 90% stenosed, mildly calcified, 58mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation usinga 3.0x20mm maverick balloon. The physician also placed a taxus liberte' 4.00x28mm and 3.50x32mm study stents overlapping. Balloon withdrawal resistance occured on the 3.50x32mm stent. The balloon deflated slowly. It resolved per the investigator, "we applied more force over the shaft to withdraw the balloon." The procedure was completed with no further complications. The physician also placed a 4.0x32mm and a 4.00x32mm taxus liberte study stents in the proximal right coronary artery (prox rca). The patient was discharged 3 days later on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident is operational contex. Product unavailable for analysis